Event description:
There were actually fibers left - vagina [foreign body in reproductive tract]. There were actually fibers left from me pulling it out - tampon [complication of device removal]. Almost falling apart. There were actually fibers left - tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon was almost falling apart, and there were fibers left from her pulling it out. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
There were actually fibers left - vagina [foreign body in reproductive tract] there were actually fibers left from me pulling it out - tampon [complication of device removal] almost falling apart...there were actually fibers left - tampon [device breakage] case narrative: consumer reported via e-mail that the tampon was almost falling apart and there were fibers left from her pulling it out. No serious injury reported.